Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Reportedly, the customer changed out the cartridge, infusion set tubing/site. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been received for eval. Should additional info be received a supplemental form will be completed.